Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was not returned to bd for evaluation. The investigation is inconclusive for material deformation as no sample was provided for evaluation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex060601jl vascular stent allegedly experienced material deformation. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient age, gender, and weight were not reported.